Event description:
Procedure: lap cholecystectomy. Reportedly, the bag fell off of the instrument inside of the surgical cavity. The bag was removed from cavity. Another bag tore upon opening in the cavity. The specimen was removed with the second instrument. There were no reported adverse affects to the patient. Note: during routine review, this report was reevaluated. At that time, decision was made to file a report based on the information received.

Manufacturer narrative:
Two devices were received in quality assurance and a visual examination was performed. Device number one was returned with the plunger pulled back with the metal ring inside of the tub. The suture and the bag were both disengaged. The bag was not returned. The reported condition of bagdisengaging can be confirmed, but the root cause cannot be reliably determined as the device did not exhibit any abnormalities. Device number two was received with the bag detached from the metal ring. Visual inspection noted that the bag channel was pushed towards the distal end of the ring and the bag had not been fully cinched. There were no cuts, tears, or holes in the bag itself. Based on these observations, the reported condition was confirmed. The manner in which the channel was positioned was an indication that an attempt had been made to either retract the bag through the trocar sleeve without first cutting the suture or through the shaft of the device.